Manufacturer narrative:
Additional information manufacturer¿s investigation conclusion a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no information was provided by the account. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2018 due subdural hemorrhage with a left mid line shift. No further information was available.